Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced a high blood glucose of 500 mg/dl. Customer declined troubleshooting for high blood glucose and did not mention any form of treatment for high blood glucose reading. Customer also mentioned issue with the sensor glucose reading being low versus high blood glucose reading of 500 mg/dl. Advised customer that sensor glucose and blood glucose will be close but rarely match due to how glucose travels in the body. Customer declined further troubleshooting on sensor glucose versus blood glucose issue. Customer had an issue with transmitter does not blink when connected to the sensor. Troubleshooting was performed and completed. Advised customer to monitor the issues and a replacement sensor will be sent. Sensor is expected to return for analysis.